Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned three-photo sample noted one opened (without original packaging), used temporary pacing electrodes with syringe attached. Visual inspection of the three-photo sample noted that the syringe was attach to the inflation valve of the temporary pacing electrodes. The reported failure was unable to be evaluated base off the return photos sample therefore this investigation is considered inconclusive. A potential root cause for this failure mode could be "blocked inflation lumen¿. A DHR review did not show any problems or conditions. The instructions for use were found adequate and state the following: "follow the instructions, warnings, and precautions of the introducer manufacturer. If using a balloon temporary pacing catheter, use half or one french size larger introducer, unless otherwise recommended by the introducer manufacturer. In case of catheters with a balloon, under sterile conditions, remove the protective sheath and inflate the balloon with 1.5 ml of air or carbon dioxide. Use the inflation syringe included in the package. Completely deflate the balloon after the test". UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had a complaint on a catheter. Per follow up via phone on 16jul2024, it was reported that the temporary pacing electrode balloon was faulty and would not blow up.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had a complaint on a catheter. Per follow up via phone on 16jul2024, it was reported that the temporary pacing electrode balloon was faulty and would not blow up.